Event description:
Urticaria [urticaria]. Case description: spontaneous report received on (B)(6) 2011 from a healthcare provider regarding an (B)(6) female pt, initials (B)(6), with a history of gonarthritis, gonarthrosis, stroke and previous suvenyl (sodium hyaluronate) treatment, who experienced urticaria after starting synvisc. The hcp reported that the pt received the first injection of synvisc into each knee on (B)(6) 2011. The pt received that the second injection of synvisc into each knee on (B)(6) 2011. The hcp reported that on the evening of (B)(6) 2011, she called the physician and reported experiencing generalized itching. The hcp reported that the pt did not receive a third injection in either knee. The pt required treatment for her symptoms. The hcp reported that the pt's urticaria was treated with 4mg betamethasone sodium phosphate ((B)(6) 2011) and with betamethasone d-chlorpheniramine maleate ((B)(6) 2011). The hcp reported that the pt has been undergoing the following concomitant therapies: clopidogrel sulfate (75mg); clotiazepam (1df); solifenacin succinate (1df); lansoprazole (1df); mosapride citrate (1df, tid); diatase combined drug (1df, tid); shakuyaku-kanzo-to (chinese herbal medicine); magnesium oxide (0.5g); loxoprofen sodium. The hcp reported that the relationship of the pt's urticaria to synvisc was possible. At the time of this report, the outcome of the pt was unk. The product lot number was not provided. Additional info received on (B)(6) 2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.